Manufacturer narrative:
Correction to initial MDR: the initial MDR was sent in error, this is not a reportable event.

Event description:
A report was received that the patient was experiencing pain, numbness and weakness. The physician believed that they were not device related, but rather worsening conditions. X-ray showed lateral movement of the scs. The patient underwent a revision procedure.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was experiencing pain, numbness and weakness. The physician believed that they were not device related, but rather worsening conditions. X-ray showed lateral movement of the scs. The patient underwent a revision procedure.